Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.